Event description:
The user facility reported a 51-year-old male was implanted with an impella cp device for mechanical circulatory support. It was reported during the exchange of the reposition sheath for the existing 14fr, the impella was inadvertently pulled into the aorta. Subsequently, the impella was removed, and the left ventricle was rewired. No further information was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed since the original report was submitted. No product was returned for a visual inspection. No data logs were returned for analysis. The most likely cause of the positioning issues was use related. D.6a and d.6b revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 health effect - impact code and medical device problem code were revised in accordance with updated procedures. New codes have been added.